Event description:
On (B)(6) 2010 a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.

Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis with culture positive for gram negative organism in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the "patient made mistake/touch contamination". On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment information was not provided for the events. The patient was recovering from peritonitis. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome of the patient "made mistake/touch contamination" was not reported. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for suspect lot numbers, with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.